Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation reviewed the last calibration performed on (B)(6) 2024. The results were within specifications. The investigation reviewed the qc recovery. The qc recovery was within range on (B)(6) 2024 (date of event), (B)(6) 2024. The qc recovery for both levels was out-of-range (high) on (B)(6) 2024. The investigation reviewed the customer's handling of patient samples. No issues were noted. The investigation reviewed the alarm trace. The alarm trace had "abnormal probe sucking" errors. These are indicators of possible poor sample quality. The field service engineer inspected the module and found a torn detergent tubing. He then replaced the tube and inspected all rinse tubings. He verified the module's performance by detergent primes, mechanism checks, calibration, and qc with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas 6000 c501 (ul) v is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 results from eight patient samples tested on the cobas 6000 c501 (ul) v. The initial results were reported outside of the laboratory. The physician questioned the results of sample ID (B)(6) prompting the rerun of the patient samples. Sample ID (B)(6). The initial result was 13.4%. The repeat result was 7.2%. Sample ID (B)(6). The initial result was 9.2%. The repeat result was 5.6%. Sample ID (B)(6). The initial result was 10.0%. The repeat result was 6.6%. Sample ID (B)(6). The initial result was 11.7%. The repeat result was 7.5%. Sample ID (B)(6). The initial result was 11.1%. The repeat result was 6.4%. Sample ID (B)(6). The initial result was 10.6%. The repeat result was 7.0%. Sample ID (B)(6). The initial result was 8.3%. The repeat result was 6.0%. Sample ID (B)(6). The initial result was 8.1%. The repeat result was 5.2%. The reporter stated that they assumed the repeat results to be correct as they were closer to normal results.